Manufacturer narrative:
The device involved has not been received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch with uf/importer report#: (B)(4) was received on 06jul2018 with the following information: on (B)(6) 2018, a a3059 mayfield composite series skull clamp was used to stabilize a (B)(6) male patient's head for a c4-t1 posterior instrumented fusion surgery. After surgery was competed, the patient was rolled to the prone position on the jackson table to supine on the ICU bed. While managing the airway, the nurse anesthetist noticed the patient bleeding profusely from the pin site on the right side of the head. The pin site appeared to be approximately 1.5cm in length and required approximately 5 staples to bring the bleeding under control. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be determined at this time since the device was not released for evaluation therefore the root cause to the end users experience could not be identified.

Event description:
N/a.